Manufacturer narrative:
Similar incidents have been received for this product code, 2n9050. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigatied under CAPA # (B)(4). The CAPA was opened 01/11/2005 and is in the effectiveness stage.

Event description:
Rep reports an issue with leaking adapters during use, in one case involving backflow of blood. No reported pt injury or medical intervention.